Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission after receiving therapy, inappropriate antitachycardia pacing therapy and inappropriate hv shocks due to undersensing of atrial events during an svt were observed. No plans were made for device re-programming. Patient will continue to be monitored.